Event description:
During a review of the patient vns programming history, it was observed that high impedance was seen on system diagnostic tests. Review of manufacturing records confirmed that the suspect device passed all functional tests prior to distribution. Follow up will be performed through the distributor. No additional information has been received.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.